Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found upon visual inspection that both bipolar pins were bent inwards towards the center. The housing did not exhibit any damage. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. Failure analysis also observed that the pitch up cable had a small fray; the crimp was still attached to the cable. The distal end and other cables did not exhibit any damage. No other damage was found. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that the fenestrated bipolar forceps instrument was noted to have a bent electrical prong during a da vinci hysterectomy procedure. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.